Manufacturer narrative:
There is no known patient involvement. Recall number. Livanova implemented a field safety notice for disinfection and cleaning of livanova heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The livanova field service representative who was on site to perform preventative maintenance was informed by the customer that the device had been sitting in dry storage and had not been cleaned according to the instructions for use (IFU). The service representative replaced the internal tubing and performed a decalcification and disinfection procedure. Preventative maintenance and a technical safety inspection were performed and no other issues were noted. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Livanova (B)(4) received a report that biofilm buildup was noted inside the tanks and tubing of the heater-cooler system 3t during maintenance and a black discharge was observed when disinfection was performed. This issue was noted by a livanova field service representative while on site performing routing maintenance. There is no known patient involvement.